Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) was started on duopa therapy using a percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient noticed oozing at the stoma site. From the (B)(6) 2016, the patient was treated with antibiotics flucloxacillin 500mg 4 times a day with some improvement. The stoma site was cleaned by patient three times a day. On (B)(6) 2016, report indicated that patient was reviewed by the physician as the oozing continued. A swab was taken from the stoma site. Patient was restarted on flucloxacillin 500mg four times a day by mouth and daily application of fucidin cream to the stoma site was also started. After a week, report indicated that there was improvement and patient was advised to continue the regular cleansing of the site.